Event description:
The customer reported a false positive result of a patient sample with one anti-d reagent of erytype s abd+rev. A1,b in tango optimo. The customer reported that one patient sample was typed as a rh(d) negative in a first run in tango optimo. In a second run the second sample of the same patient yielded a discrepant result: anti-d reagent 1 yielded a 3+ positive reaction and anti-d reagent 2 yielded a negative reaction. In a third run sample 1 and 2 of the patient were processed together in tango optimo. Both samples yielded negative reactions with both anti-d reagent. The customer did return both patient samples, but none of the supposedly defective product was returned. Therefore our quality control laboratory tested both patient samples with their retained erytype s abd+rev.a1, b sample. Both patient samples yielded clearly negative reactions with both anti-d reagents on erytype s abd+rev.a1, b. The retained erytype s abd+rev.a1, b sample was also tested with different red blood cells. All positive and negative reactions were correct. We did not observe any false positive reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of erytype s abd+rev.a1, b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.